Event description:
During pt use, when the power pac battery was removed, a 'switch to backup battery' alarm occurred as the power pac battery was not recognized. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no add'l pt info was provided.